Manufacturer narrative:
The investigation of the complaint has been completed. It is based on lab tests of the returned control printed circuit (pc) board. No device log from the event was received. It was reported that the ventilator during installation generated a tech error code indicating a failure of the control printed circuit board during start-up. The reported start-up failure could not be confirmed during the investigation. The pc board started and simulated use test ventilation ran for 6 days without any problems encountered. Several pre-use checks before and after test ventilation succeeded. The returned control pc board was subjected to stress testing through mechanical pressure, cooling and warming without generating any errors. The appearance of a failure leading to the reported technical error will be notified to the user by a generated alarm and the reported technical error code. Ventilation will be disabled. The conclusion in this matter is that the returned control pc board worked according to its spec during lab tests. What caused the installation failure could not be determined.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator during installation generated a technical error code indicating a failure of the control printed circuit board during start-up. There was no patient involvement. (B)(4).